Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, psych injury, fatigue. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.